Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that automated impella controller (aic) had a controller error alarm and screen flickering while in use. The aic was exchanged. There was no patient harm.

Manufacturer narrative:
The investigation for console (aic) controller alarm-yellow alarm has been completed. Data logs were reviewed which confirmed the reported failure mode given there multiple controller error alarms (opm comm crc error ¿ event set # 1045) as well as multiple placement signal not reliable (opm invalid signal, optical pump connected - event set#1036) triggered during the clinical procedure. Real time (rt) logs confirmed that signals received from optical bench ( snr, contrast, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. There was no observable screen flickering while console was in the lab for investigation. The console's front optical connector was inspected before cleaning and after cleaning. The consoles fringe pattern revealed no observable abnormality. There were numerous pbm communications errors observed in the imc logs. Pbm was visually inspected for possible pbm contamination and pbm corrosion. There was no evidence for it. The controller error and loss of placement signal is due to an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets received by epc. Console sw operated as designed. In addition, placement signal was lost immediately after the shockwave device used. The cause of the optical signal issues was damaged sensor due to the shockwave device interaction, based on given clinical details and data log review. The root cause for the screen flickering could not be determined since the failure could not be reproduced. Added- d9 device return date corrections to the initial MFR report: d2-common device name. F6/f8 should have been left blank.